Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found puncture at approximately 790 millimeters (mm) from the terminal end. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities. Laboratory analysis did identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant due to the guidewire was passed through when using an lv lead, it broke through the lead insulation and protruded. New lead was replaced. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant due to the guidewire was passed through when using an lv lead, it broke through the lead insulation and protruded. New lead was replaced. No adverse patient effects were reported.